Event description:
The facility representative reported a colleague infusion pump with an inoperative channel select button on channel a. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.48.92

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative channel select on channel a was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be channel select key inoperable due to fluid ingress. The keypad was replaced to correct this condition. Additional information: a device history review revealed a "failure of volume no response" during manufacturing. The device was re-worked and passed all subsequent testing. A service history review revealed that the device has been previously serviced for the same/similar reported condition. The channel a keypad was replaced for an inoperative open button, possibly due to fluid ingress. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.